Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have components disassembled. Missing the components were not returned. The device history records for item & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned disassembled on a worn instrument claim form. Discovered during inventory check in.